Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external blood leak occurred while a patient was undergoing a hemodialysis (hd) treatment. The blood leak was observed where the line connected to the injection site. Reportedly, the leak allowed air to enter the lines which led to a machine alarm being generated. The patient's estimated blood loss (ebl) was noted as being approximately 300ml, or the amount of blood within the extracorporeal circuit. No patient adverse effects were experienced and no medical intervention was required. The patient was setup with new supplies on the same machine, and then the treatment was continued. The treatment was successfully completed with no further issues. Follow-up information was provided which noted that damage was present to the bloodline. The complaint device is available to be returned to the manufacturer for evaluation. Although requested, the device has not been received.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. Two samples were returned to the manufacturer inside of a bag identified with code number 03-2722-9, lot number 16br01431. The samples consisted of portions of the tubes assembled to the arterial injection site. A visual inspection of the two returned devices revealed a crack in one of the arterial injection sites and no crack or defect observed in the second device. The two devices were subjected to a functional leak test, which confirmed the alleged failure that the device with the crack consequently led to the set leaking. The second device without the crack passed the functional leak test and no leaks were observed. The crack in one of the returned devices is attributed to a defective supplier part or to the application of excessive force on the injection site. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the two returned devices identified a crack in one of the devices. Although no defect was identified with the second bloodline product returned, this complaint has been deemed confirmed, based on the investigation findings which revealed the presence of a leak at the location of the observed crack.